Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the camera head had no image. The issue occurred during preparation for use/prior to sedation for a therapeutic laparoscopic procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being submitted for legal manufacturer's final investigation results. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, cable failure caused the video function to not function properly causing no image to occur. A device history review revealed no issues that could have caused or contributed to the reported issue. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the camera head had no image. The issue occurred during preparation for use/prior to sedation for a therapeutic laparoscopic procedure. There were no reports of patient harm.